Manufacturer narrative:
It was reported that this lead was explanted and retained by the explanting facility. This report will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that pacing impedances on this left ventricular (lv) lead had increased but remained within range. It was also observed that there was noise and oversensing. The clinician noted that this lv lead was plugged into the right ventricular (rv) port of the patient's pacemaker. It was suspected that the lead had moved; the patient reported that she had moved her left arm in an awkward way and felt a tug. There was a revision procedure wherein this lv lead was explanted and replaced with a true rv lead. No additional adverse patient effects were reported. The patient's pacemaker remains in service.